Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. The evaluation of the device confirmed the reported condition. The button head screw was broken off from the socket arm knob. The arm socket on the rack mount assembly was collapsed and would not accept the ball socket on the horseshoe headrest. The rack mount assembly was replaced due to the damage done to it. The unit was received with a competitor's thumb screw. The thumb screw was replaced with the correct one. Please note that only integra parts are validated to be used with other integral parts. Replacement of all worn parts, general maintenance and cleaning were also performed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the horseshoe on the mayfield infinity support system (a1112) was put into the coupler, it did not feel like it was going in correctly or seated properly; then when tightened, there can be movement or feels like it would possibly move or slip. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.